Event description:
I had recently conducted a infusion site change for my minimed insulin pump and had blood sugars exceeding, four hours after the site change. After closer inspection, no insulin was visible at cannula tip when micro-bolusing (0.5 units). This is the second time this has happened with replacement infusion sets following their recent recall and I feel the mfg process is still questionable seeing how often this is occurring.